Event description:
A malfunction was reported by the distributor, dinno santé, involving an international customer in france. There was no information provided about the customer's blood glucose level, so no impact was reported. Tandem arranged for a replacement pump to be sent to the customer, with an expected return date for the faulty device of october 27, 2025.